Event description:
N/a.

Manufacturer narrative:
At this time, the customer has requested getinge to evaluate the iabp. Additional information was requested from the customer with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted.

Manufacturer narrative:
Communication/interviews. A getinge field service engineer (fse) received call from customer. While on the phone the customer tried to once again switch from arrow pump to cardiosave and tried several suggestions from fse. The iab fill key was pressed several times and the aug control was also dropped. Manipulation of the catheter at the insertion site was tried and an autofill was again attempted without success. There was no blood in the helium tubing and all connections were secure. The customer reports that the helium tanks have been "opened". Customer advised that they may try a third pump, or leave the patient on the arrow if possible. Customer stated that they will be allowed to keep this pump for continued use. Fse advised reporting their cardiosave to biomed for possible service. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) received an autofill failure message. A patient was transported from cvicu to another facility. The patient had an arrow iab catheter, and it was connected to an arrow balloon pump, from either the transporting facility or the transport team. Customer had attempted to move the catheter to the cardiosave but received autofill failure message. Each time patient had to be placed back on the arrow pump. The insertion site was femoral, and customer had correct adapter to make the helium connection to getinge pumps.